Event description:
As reported to MFR on 12/16/96: hemoconcentrator fibers hemolyzed the blood. The ultrafiltrate was clear and nothing unusual was observed, until blood was returned to the pt. Damaged cells were returned to the pt. The pt was transfused and is fine. Based on f/u discussion of the reported event with the user(s)-rmt does not believe the reported event was associated with the use of the device. A malfunction of the device, of the nature reported, would be evidenced by discolored (pink to red) ultrafiltrate. As reported in the initial report and follow-up investigation, the ultrafiltrate was clear.